Event description:
Report received that a patient was seen in the or for her first vns implant. While in the operating room (or), a first lead was connected to the generator. After a systems diagnostic test was run, high impedance was observed. This high impedance was captured in MFR. Report # 1644487-2018-00457. The surgeon decided to try a new lead. After being connected to the generator, a diagnostic test was run and showed normal impedance so it was left implanted. Two weeks later, the patient's neurologist reportedly interrogated the device where high impedance was seen. The or specialist who helped implant the second lead confirmed that it had been completely inserted into the connector block and the set screw was reportedly tightened. A review of the device history record indicated all quality inspections were performed and passed prior to being released for distribution. No surgical intervention has been taken to date. No additional relevant information has been received.

Event description:
Further information was received that the patient was seen again in the clinic where the vns was interrogated and system diagnostics were taken. Impedance was reportedly observed and found to be within normal limits. The output current was increased and system diagnostics were taken again. Impedance was again found to be within normal limits. There was reportedly no trauma that had occurred since the implant and the patient had not experienced any side effects. X-rays were reportedly not taken since the impedance was found to be normal. No additional relevant information has been received to date.